Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was no capture or sensing on the atrial lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo.